Manufacturer narrative:
Based on information received following submission of the initial report that the iol was not the cause of the event and that the iol was exchanged for a different diopter, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that in the surgeon¿s opinion the iol did not cause or contribute to the event. The event was caused by a refractive surprise. The iol was exchanged for the same model with a 1.5 difference of diopter power. The patient¿s issues have resolved. The prognosis is excellent.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced fuzzy distance vision and was overcorrected on the minus side. The iol was exchanged approximately 2 months after the initial implantation. Additional information has been requested.